Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal (specific date not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on june 05, 2024.

Manufacturer narrative:
It was also reported that, the patient experienced discomfort with the device due to migration of receiver/stimulator (date not reported). The device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.